Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's doctor reported via phone call that the customer was in intensive care unit and now experiencing diabetic ketoacidosis. The customer¿s blood glucose level was unknown. Customer had dysfunctional insulin pump and was advised to wait for the local representative to contact her. The device will not be returned for analysis.